Manufacturer narrative:
The device has been received for analysis. The reported allegations are not confirmed based on successful testing of the returned product. Product record review: DHR/service history review: the rfw lots associated with the event, 37724777 and 37741413, were reviewed. There were no non-conformances identified that would impact this event. Labelling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described withing this complaint. No updates are required to the IFU as a result of this event. Risk review: upon review of the complaint, the information provided does not indicate a new hazardous situation. Additional review is not required. The information within the event description and from testing of the returned device insufficient to confirm the cause of the failure "cause not established" was therefore selected.

Event description:
It was reported that versacross connect access solution for faradrive was selected for use. During the procedure when attempt was made for transseptal puncture with the generator, rf wire failed to cross. The radiofrequency was delivered by the generator but the wire did not cross even after the three attempts. No damage was noted on the wire, nor any error was noted on the generator. Rf sound was heard. Thus, the wire was replaced, and the procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific post market laboratory.

Event description:
It was reported that versacross connect access solution for faradrive was selected for use. During the procedure when attempt was made for transseptal puncture with the generator, rf wire failed to cross. The radiofrequency was delivered by the generator but the wire did not cross even after the three attempts. No damage was noted on the wire, nor any error was noted on the generator. Rf sound was heard. Thus, the wire was replaced, and the procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.